Event description:
Patient passed away [death]. Case narrative: case (B)(4) is a serious spontaneous case received from a health professional via regulatory agency in the united states. This report concerns a patient (no patient identifiers) who patient passed away during treatment with euflexxa (sodium hyaluronate) solution for injection 1% unknown route, dose, and frequency, for an unknown indication from an unknown start date to an unknown stop date. The healthcare professional reported that the patient passed away on an unspecified date in 2022. The cause of death was unknown and it was unknown if an autopsy had been performed. Action taken with euflexxa was not applicable. At the time of this report, the outcome of patient passed away was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comment: death assessed as not related due to limited information available in the case without any details that could indicate a specified nor implied attribution of the death to euflexxa. Furthermore, the lack of information in the report precludes the assessment for a medical device incident. Overall listedness (core label) is unlisted. Reporter causality: related; company causality: not related. Other case numbers: internal # - others: mw5109206; (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in (B)(6) because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.